Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, no delivery alarm or displacement test. Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called reporting that the keypad on his insulin pump is unresponsive. Customer's blood glucose level was 283 mg/dl. She treated with her back up plan. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Customer also reported a battery alarm. Trouble shooting was not done because the replacement insulin pump was already on the way. Nothing further reported.